Event description:
A malfunction alarm occurred, identified as malfunction code 12. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with instructions to reset the pump, and after following these instructions, the malfunction did not recur. The customer was advised to contact support again if the issue happened again and confirmed understanding of these instructions.